Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus. Troubleshooting was performed. Reviewed the alarm history and found several motor error alarms. Assisted the caller to run a displacement test, and the test failed. Ran a self test and passed. Advised the mother that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.